Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 5th. Related complaint for needle clog on the reported lot number. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned (1) open 32gx4mm bd pen needle without a tear drop label attached. The consumer reported needle clog. The returned pen needle was examined then tested for flow using a test pen injector: the pen needle was able to expel properly. No defects were observed. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog stating that the insulin does not come through the needle during priming. Date of event : (B)(6) 2021, samples : available.